Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 05/26/2023, it was reported by a sales representative via sems that an ar-9236-02pp glenoid trial broke. This occurred during a total shoulder arthroplasty case on (B)(6)2023. The device broke during standard usage. There was no additional information provided. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual evaluation confirms the two pegs broke off. The central peg was returned, and the small peg was not returned for investigation. Also noted, the edges around the device had dented. Functional testing was not performed due to the damage to the device. Most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.